Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure. Vasculature was 10mm with a deployment depth measurement of 2 + 1. Following lock advancement, significant bleeding was noted. A second lock advancement was unsuccessful, and the bleeding continued. A contralateral balloon was applied to occlude the artery. The suture was cut, and the manta device was removed off the guidewire. The physician then opted to place a 10f sheath over the manta wire to gain control of the bleeding. The proctor explained that a sheath can not be inserted over the wire and if so, would push all manta components into the vessel. The contralateral balloon was deflated, and a follow-up angiogram revealed the manta anchor, collagen and radiopaque lock were inside the common femoral artery. The physician replaced the 10f sheath with a 7f guiding sheath and deployed 2 expandable stents in the common femoral artery to adhere the manta components to the vessel wall and cover the arteriotomy. A post-angiogram showed hemostasis was achieved. The root cause of the unsuccessful hemostasis requiring a covered stent is likely due to an intra-arterial tract deployment and unable to seal the puncture. However, due to no device or angiograms were not submitted for investigative purposes the root cause cannot be clearly determined. It is believed there was no device failure. The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention have been identified as adverse events related to the deployment of vascular closure devices in the IFU. Risk documentation has been reviewed and this is a known risk of the device. The IFU also confirms to list precaution if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding, vessel laceration or trauma.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician was placing the manta. Physician is in the proctor stage. All the prep, insertion of the sheath, and manta device was performed correctly. Physician retracted the device to the pre-measurement depth. Physician then rotated the lever to release the anchor and retract the device out to initiate vessel closure. Physician pulled back to the green/yellow window and advanced the blue tube down on the lock to secure the collagen and anchor. During this process physician released the back tension while advancing the blue tube. The arteriotomy was still bleeding significantly. Physician again when in a second time pulling tension and advancing the blue tube. Bleeding result still occurred. Physician then placed a 10mm x 40mm balloon up and over and inflated to occlude the arteriotomy. The suture was then cut on the manta device to remove it off of the wire. Physician then opted to put a 10fr. Sheath over the manta wire (told the physicians they can't insert a sheath over that wire and that it would push everything into the vessel) to gain control over the bleeding. Balloon was deflated and angiogram was performed. The angiogram showed the collagen, lock, anchor were in the common femoral artery. Physician switched the up and over sheath to a 7fr. X 45cm and deployed 2 expandable stents in the cfa to trap the closure device against the wall and cover the arteriotomy. Post angiogram was performed showing hemostasis.